Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.130.005, lot: 9534953, manufacturing site: hägendorf, release to warehouse date: september 18, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the handle with hex coupling was received at us customer quality. Upon visual inspection, it was noticed the device was missing the locking sleeve component. There was no physical damage of the device but the visual inspection revealed that a component was missing thus there is a device failure. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing component. Document/specification review: drawing(s) reviewed: (manufactured to and current revisions) [assembly], [locking sleeve], [shaft]. Conclusion: although the reported allegation stated the device was damaged, the visual inspection of the received handle with hex coupling revealed that there was no physical damage of the device but it was missing instead the locking sleeve component; thus the complaint is confirmed. Although no definitive root-cause can be determined for the missing locking sleeve, it is possible that the missing locking sleeve could occur during the device maintenance (cleaning). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is require. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: torque limiter, 0.8 nm, with ao/asif quick coupling, depth gauge for 2.0mm and 2.4mm screws, handle with hex coupling.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the prongs of the two (2) depth gauges were broken off at the base, and the front quick coupling portion of the screwdriver separated from the handle. The issue was encountered while cleaning in the sterile processing department (spd). There was no patient involvement. This report is for 1 handle with hex coupling. This is report 3 of 3 for complaint (B)(4).